Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet (acgo) was recommended to be replaced to resolve the issue, however, the customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow. There was no patient involvement.